Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion, guide catheter: mach1 al10. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the reported treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous and non-calcified eccentric lesion in the distal right coronary artery. A 2.80x16mm graftmaster covered stent was being used to treat a perforation; however, the balloon did not fully inflate and leak of contrast agent was observed from the balloon at the lesion. The incident was observed when the balloon was dilated to 5 atmospheres. The stent and delivery system were removed without issues. The procedure was successfully competed with a second graftmaster covered stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.